Event description:
It was reported that intra-operatively, the implanting physician had difficulty placing the lead and reported high thresholds. The lead was explanted and replaced by a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.